Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.4ua. The criteria is <55ua. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and retain strips (strip lot number: d150526-1). The control solution tests for level low are 64/59 mg/dl; for level high are 279/281 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. Patent also sent back the suspected strips, strip lot number: d150526-1. We tested the returned strips, the control solution tests for level low were 53/54 mg/dl; for level high were 276/283 mg/dl. The control solution ranges request for this lot are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
Our importer, (B)(4), received a call on (B)(6) 2016 reporting a medical intervention that occurred on (B)(6) 2016 at 7:30pm. Patient (np) stated that she was prompted to call paramedics due to her blood glucose being too high. The reading on the prodigy meter at the time of the event was 539mg/dl. Patient was experiencing symptoms of light headiness. Paramedics were called immediately and arrived in approximately 3-5 minutes. Patient stated that prior to calling paramedics she took medication prescribed to her by the hospital. Patient did not disclose what type of medication it was. Upon arrival, paramedics requested that patient test her blood glucose with the prodigy meter which resulted in 539mg/dl. Paramedics then tested patient's glucose with their meter which had a result 40 point less than the prodigy meter. Only a few minutes passed between testing with the prodigy meter and the paramedic's meter. Patient's normal blood glucose reading around the time of the medical attention is 120-200. (B)(4) sent replacement and prepaid envelope requesting return of suspect devices.